Manufacturer narrative:
(B)(4). Sample will not be returned for eval. This is one of 3 records reflecting multiple occurrences (B)(4). Additional occurrences are documented as MDR #1036844-2009-00154, MDR# 1036844-2010-00061. Until july 27, 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from january 1, 2009 through july 27, 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(6) reports.

Event description:
It was reported by the clinician that in this instance, while the physician was aspirating using the 60cc syringe, fluid was leaking from the back of the syringe. It was noted the black plunger does not appear to be sealed properly. There have been no pt complications reported.